Event description:
It was reported by the clinician that four balloons were used on a pt and broke while in use. More info has been requested.

Manufacturer narrative:
Sample will not be returned for evaluation.